Event description:
It was reported to philips that the heartstart xl defibrillator was suspected of delivering a shock when a no shock delivered message was on the screen. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.